Event description:
It was reported that during an implant attempt, the atrial lead was repositioned numerous times on the right atrial appendage to obtain better values, during which the lead dislodged. The physician decided to place a longer lead in the right atrium touse the atrial floor to help stabilize the lead and obtain better numbers. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.